Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the handle cannula was found broken. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on july 05, 2022. During preparation, the handle cannula was found broken. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle cannula break. Device code a0406 captures the reportable event of side car rx push back. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was detached. Dimensional inspection noted that the length of the proximal screws was less than the permitted tolerance. The internal wires were outside the device and was kinked. Also, the side car rx was pushed back approximately 4.0 mm which is out of specification. Under microscope magnification, the handle cannula has drag marks of the fastening screws. The reported event not confirmed. Based on all available information, the most likely cause is attributable to a manufacturing deficiency. Due to the condition proximal the screws, the proper fastening is not given (the depth was measured at 4 different points and all of them were out of specification), so the force applied when activating the device causes the detachment of the handle cannula leaving slight drag marks of the screws as a consequence. Therefore, the most probable root cause of the issue handle cannula detached is manufacturing deficiency; an investigation is underway to address this problem. The side car rx pushback and pull wire bent could have been a consequence of the manipulation or the detachment of the handle cannula. Therefore, the cause code is adverse event related to procedure.